Manufacturer narrative:
(B)(4). Approximate age of device - 50 days from implant to the first gi bleeding event; 1 year, 7 months from implant to date of transplant. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient received a heart transplant on (B)(6) 2015. Upon communications with the implanting center vad team, it was reported that the patient had been upgraded on the heart transplant list due to previously unreported recurrent gi bleeding events. The patient was admitted for gastrointestinal (gi) bleeding on (B)(6) 2014, (B)(6) 2014, (B)(6) 2014, (B)(6) 2015, (B)(6) 2015, and (B)(6) 2015. The patient had presented with shortness of breath and gi bleeding was confirmed through esophagogastroduodenoscopy and colonoscopy procedures. Over the course of the events, the patient received blood transfusions, had cauterizations when needed, and was kept off aspirin. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The device was reportedly lost and was not returned for evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
It was inadvertently reported that the device was lost by the customer and was therefore not returned to the manufacturer for evaluation. The patient had been upgraded to unos 1a status and received a heart transplant on (B)(6) 2015. The pump was returned and evaluated by the manufacturer (reference MFR medwatch # 2916596-2015-01871). A correlation between the findings of the device evaluation and the reported gastrointestinal bleeding could not be conclusively determined. The manufacturer has closed the file on this event.